Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision was performed approximately 30 years post-tha due to cup and liner wear and mal-positioning. Per correspondence, the patient is a chronic dislocator and is on hospice; therefore, a constrained liner was implanted for a better outcome. It was communicated that the requested medical documentation would not be provided. Component wear and ¿mal-positioned¿ components would not be unexpected after 30 years in-vivo. The patient impact beyond the reported dislocations, component wear/mal-positioning, and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to lifetime of the device, traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, 30 years after tha surgery, the implants were malpositioned. Patient is a chronic dislocator and is on hospice. A revision surgery was performed and the femoral head was explanted. The current status of the patient is unknown.